Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device results were 5.2, 6.7 and 7.0 inr. The corresponding lab results reported were 3.8, 5.1 and 5.3 inr.